Event description:
It was reported that there was an overdischarge. It was stated that the patient stopped using the device "6 weeks ago" when the device "just stopped working" even though it was charged the night before. It was noted that there were no falls or trauma. The manufacture representative reportedly started physician recharge mode (prm), stopped the prm, and tried to charge. It was stated that a power on reset (por) occurred, so the representative started charging "normally" with 6 coupling bars. It was noted that the implantable neurostimulator (ins) was "empty," and the representative would charge until the por was cleared with the clinician programmer. It was noted that there were telemetry issues, the recharger "normally" gets 6 coupling bars, and therapy was "fine" before overdischarge. It was later reported that the patient experienced no stimulation. It was stated that the battery was "taken out" of overdischarge and recharged "completely" on (B)(6) 2012. It was noted that the cause of the overdischarge was unknown, but stimulation returned to "normal." If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 287540001, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39, lot# n296244, implanted: (B)(6) 2011. Product type: accessory. (B)(4).